Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg 30 mg/dl at its lowest). Food and juice were consumed to address low bg. The cause of low bg was reported as the customer "normally has swings" in low bg. Tandem technical support reviewed the pump data and found that a more current low bg may have been due to the customer delivering 2 boluses within 30 minutes. The customer reported that the event had been discussed with a healthcare provider and the pump settings were adjusted. The bg at night have improved. As the event had occurred in the past, tandem technical support advised the customer to discuss low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed on (B)(6) 2018. The patient was not utilizing continuous glucose monitor (cgm) on (B)(6) 2018 as the customer allowed the sensor to expire. User made bolus request while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Compliant could not be confirmed. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.